Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump received power error and some error message. The customer¿s blood glucose level was unknown. The customer also reported that the battery was dead. The insulin pump will be returned for analysis.